Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - femur. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient is scheduled to undergo a right knee arthroplasty revision approximately six (6) years post-operatively to address unknown complications. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen articular surface size gh 10mm catalog #: 00596405010 lot #: 64037198, nexgen stemmed nonaugmentable option tibial component size 7 catalog #: 00598605701 lot #: 64085261, nexgen standard cemented all poly patella size 32mm catalog #: 00597206532 lot #: 64063446. G2 - report source - foreign: the event occurred in the united kingdom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.